Event description:
It was reported that during a procedure the pump's alarm went off and the cuff deflated. There was an unknown amount of bleed-through into the surgical site. There were no adverse consequences to the patient, no medical intervention required and no delay reported. A back-up device was used to complete the procedure.

Event description:
It was reported that during a procedure the pump's alarm went off and the cuff deflated. There was an unknown amount of bleed-through into the surgical site. There were no adverse consequences to the patient, no medical intervention required and no delay reported. A back-up device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the reported event was not confirmed. Evaluation of the returned device resulted in no failures or malfunctions being identified. No further root cause determination was performed due to no failure being confirmed with the device, and in light of the information obtained from the sales representative.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.